Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, experienced feeling confused while his cgm was alerting him of low values. The patient did not provide any cgm values and did not mention if any treatment or medication was administered. The patient¿s girlfriend took him to the emergency room (ER). The nurse checked his bg immediately and it was 1696 mg/dl. The patient did not report what the cgm was reading during that time. The patient was transferred to the intensive care unit (ICU) and his sensor was removed. The patient is unable to recall what treatment and medication was administered. The patient was discharged the next evening when his bg went down to 160 mg/dl. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.